Event description:
It was reported that the lead was fractured and that the lead issue seemed to be length and the lead had pulled back. Previously a lawsuit alleged the patient has sustained injuries due to the "defective" and recalled lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.